Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer and correction to d9 (date returned to manufacturer). Information the device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was additionally reported, that the issue occurred, during a therapeutic polypectomy. There was a delay in the procedure, since the connection between the loop and sheath could not be disconnected after the indwelling snare was placed. And the root of the sheath had to be cut to disconnect it. The same device was not used to complete the procedure, because the indwelling snare was in place. And the procedure itself, had already been completed.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as " loop cannot be release" was caused by a following mechanism: 1) the loop was surrounding the body tissue. 2) the tube sheath was pushed out, and the body tissue was temporarily ligated by using the distal end of the tube sheath. 3) the loop was tightened by pulling the slider. 4) the slider was pushed while the distal end of coil sheath did not extend from the tube sheath. Therefore, the loop detached from the hook in the tube sheath. 5) while the hook was extending from the coil sheath, the loop moved towards the proximal side and went into the coil sheath. 6) the hook was pulled. This caused the hook and the loop to retract into the coil sheath together. As a result, the loop and the hook got stuck inside the coil and could not move. 7) since the loop and the hook got stuck together inside the coil, the loop did not detach when the slider was pulled. The event can be detected/prevented by following the instructions for use which state: the instruction manual (drawing number: gk8332, revision number: 05) contains following. ·do not strike or crush the coil sheath during operation. Doing so can damage the distal end of the coil sheath, which could make it impossible to detach the loop after ligation. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual. ·do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual. ·do not hold the loop with the distal end of the tube sheath while the loop is surrounding the tissue. Otherwise, when the tissue is ligated, the loop may be detached from the hook in the tube sheath and tangled with the hook. That may make the loop impossible to be removed. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual. ·never use excessive force to operate the instrument. This could damage the instrument. ·straighten out the portion of the instrument that extends from the biopsy valve. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's updated investigation and correction to the initial with information inadvertently left out (device evaluation and investigation results). The device was evaluated by olympus. The customer returned 2 devices (hx-400u-30) with each lot number 38k with supplementary information number of ¿04¿. First device: the evaluation confirmed the following: the insertion portion has been cut at the root of the handle section. The coil sheath has been cut at approximately 2085 mm from the distal end, the tube sheath has been cut at approximately 2125 mm from the distal end, and the operating pipe of the slider was broken. Second device: the snare loop was detached from the main unit. Based on the results of the investigation, it is likely the sheath had to be cut to disconnect the subject device due to the loop not releasing could have been cause by the previous listed mechanisms and the mechanisms inadvertently left out. Results of lm investigation inadvertently left out: 1) the sheath was bent near the handle. 2) the operating wire could not move because sliding resistance between the sheath and the operating wire increased. 3) the operating pipe deformed and broke because the slider was forcefully operated. 4) due to above, the loop could not detach from the hook. However, the root cause of the reported event could not be identified.

Event description:
It was reported, the single use ligating device, after binding the tissue with the device snare, it was difficult to pull the slider as there was considerable resistance, so it was pulled up by force. There was no additional treatment or health damage to the patient. The issue occurred during an unspecified procedure.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.